Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: one used sample was returned for evaluation. The square cover of the safety mechanism was removed to observe for abnormalities. A visual/microscopic inspection revealed that the "shark fin" portion of the needle cap was not between the needle and the v-clip before v-clip activation. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 6203411. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: although the DHR and quality notification review revealed no abnormalities, it has been determined that the root cause for this incident is manufacturing related as the "shark fin" portion of the needle cap was not between the needle and the v-clip before v-clip activation. Remedial action required: CAPA (B)(4) has been initiated for the safety mechanism failure that led to the needle stick injury with this device. (B)(4).

Event description:
It was reported that the needle of a 20 g x .32 mm bd venflon¿ pro safety peripheral safety IV catheter with injection valve did not retract appropriately after use and the user suffered a contaminated needle stick injury to his/her left index finger. Both the source patient and user received post exposure lab work. The test results are unknown and no further medical interventions were reported.